Event description:
The disposable femoral impactor tip ijig fractured during the procedure. Delay was experienced.

Manufacturer narrative:
The disposable femoral impactor tip ijig fractured during the procedure. Delay was experienced. Review of the device history record indicates that the device was manufactured to specification.